Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call, the buttons to go left and back on the insulin pump were not responding and the other are hard to press. The customer's blood glucose was 134 mg/dl. The time on the device is also not correct and the minutes are changes. Customer was advised the device needed to be replaced. Customer agreed to return it for analysis.